Event description:
A female entered the store and reported to the management that she felt funny when she entered the store and requested that they allow her to exit through another door that was not protected with an electronic alarm system (eas). Management refused and insisted that she exit through the eas gates. The female exited the store and at some time later (delay unknown) contacted her physician with the complaints about her incident in store. The doctor gave her an event recorder, king-of-hearts, with instructions to press the event recorder button when she experienced a problem. When she entered an eas gate (whether or not it was the same gate is unknown), she pushed the button. The doctor reports that the peak heart recorded was 175 bpm. The pt had a pacemaker implanted because of heart damage/operations that resulted in an abnormally slow heart rate (pacemaker dependent). When telectronics was contacted by the doctor they reported that the signal used to determine the impedance of the chest wall to measure respirations used a similar frequency as the eas system. The pacemaker had been implanted for approximately 3 yrs. The doctor has since replaced the telectronics pacemaker with another MFR's model (model number unknown). The doctor has had problems with the atrial lead either in performance or placement. He has replaced the lead once and has referred the pt to a dr. To have another atrial lead implanted. The doctor suspected the eas system caused atrial oversensing, which he considered not as bad as ventricular oversensing which could have resulted in inhibition.